Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service rep (fsr) was unable to duplicate the issue. As a precautionary measure, the fsr changed out the temperature module, tested the unit to MFR's specs and returned the unit to clinical use. The fsr returned software logs and temperature module to the MFR for further eval.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the temperature readings were too high. The device was not changed out, as two other temperature modules were available for readings. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.